Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03188 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a hip rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6), male patient). According to the complainant, a hip ablation was to be performed on an osteoid osteoma. However, when the generator was powered on, a console error (e02) immediately occurred. All connections were checked and secured, but the error remained. At this time, the physician cancelled the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The current condition of the patient was reported as being perfect.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)